Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal manual drain occurred after treatment on (B)(6) 2014 with an undetermined cause. There was no adverse event associated with this reported large manual drain volume. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment. The reported manual drain volume of 4500ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.